Event description:
Narrative from staff: the patient came into the lab and the medical assistant administered the flu vaccine with no problem. I then went to administer the covid vaccine, and the needle did not go into his arm and bent at the base of the needle where it meets the hub. The medication was not administered and was properly discarded. A second covid vaccine was obtained from the fridge and successfully administered to the patient.